Event description:
A report was received that the patient had an infection at the cervical lead site. Symptoms include redness and swelling of the wound. The patient was treated with vancomycin. The physician believed that the infection was procedure related. The patient underwent an explant of the cervical lead.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.